Event description:
I have been replacing the battery in the pump sooner than expected (every other week). The sensor does not seem to stay on my arm. It gets knocked off frequently and does not last a week.